Event description:
During the atrial fibrillation procedure, blood leaked from the valve of the sheath. The sheath was inserted through the right groin and advanced into the atrium. After the guidewire and dilator were removed, blood leakage was observed from the valve of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Event description:
It was originally reported that an introducer leaked blood. However, new information was received confirmed that no leak occurred for this event and that the correct device is an advisor hd grid x catheter. During the atrial fibrillation procedure, after the catheter was connected to the cable, it was not recognized on ensite. The cable replacement and reconnection were performed, but the issue was not resolved. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a recognition issue could not be conclusively determined.